Event description:
It was reported that the closure device shifted. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The transseptal puncture (tsp) was difficult and was attempted twice but was too high. This resulted in a suboptimal angle when approaching the laa with the was and wds. The position of the closure device was suboptimal; however, it was successfully implanted. There were no patient complications that were reported to have occurred. The next day during a follow up transesophageal echocardiogram it was noted that the device had shifted more proximal. The physician scheduled a follow up procedure to reevaluate the device at a later date. The patient remained in the hospital to be monitored until the device could be removed. Seven days post procedure the patient went into asystole and third degree heart block. A transthoracic echocardiogram was performed and it was thought that the closure device had embolized into the left ventricle. The patient was brought to surgery and during this it was noted that the closure device had not embolized and was still in the laa. The decision was made to remove the closure device and surgically close the laa of the patient. The patient is stable and doing fine following this event.

Event description:
It was reported that the closure device shifted. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The transseptal puncture (tsp) was difficult and was attempted twice but was too high. This resulted in a suboptimal angle when approaching the laa with the was and wds. The position of the closure device was suboptimal; however, it was successfully implanted. There were no patient complications that were reported to have occurred. The next day during a follow up transesophageal echocardiogram it was noted that the device had shifted more proximal. The physician scheduled a follow up procedure to reevaluate the device at a later date. The patient remained in the hospital to be monitored until the device could be removed. Seven days post procedure the patient went into asystole and third degree heart block. A transthoracic echocardiogram was performed and it was thought that the closure device had embolized into the left ventricle. The patient was brought to surgery and during this it was noted that the closure device had not embolized and was still in the laa. The decision was made to remove the closure device and surgically close the laa of the patient. The patient is stable and doing fine following this event. It was further reported that the patient experienced heart failure, that there was a pericardial effusion present, a device related thrombus and had heart valve damage.

Manufacturer narrative:
B5 - describe event or problem updated. H6 - patient codes updated.